Event description:
The savvy balloon ruptured below nominal pressure. A secondary failure of fibers embedded in the distal seal area was found with analysis of the product. The target lesion was the left popliteal artery. There was moderate calcification, mild vessel tortuosity and 100% stenosis. The MFR of the inflation device is unk and there is not add'l procedural info avail. A competitor's balloon was used and the procedure was successfully completed without any adverse event.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp), including the burst test values. A clinically used savvy-2.0mm x 2.0cm balloon catheter was received for analysis. As received the balloon had been inflated. Inflation of the balloon with water to nominal pressure revealed a leakage at the transition between the distal balloon seal and balloon leg. Microscopic examination of the distal seal area revealed that textile fibers were included in the seal of the position of the leakage. These fibers were embedded and therefore pose no risk of separation from the product. It appears that these included fibers weakened the seal and ultimately caused the leakage. Although there identified pt factors that may have contributed to the reported event, based on the analysis of the returned product, it appears that presence of fibers weakened the seal and ultimately caused the leakage. The reported balloon burst is considered to be mfg related and a distribution product risk assessment (dpra) has been opened to determine if further actions are required.